Event description:
The consumer reported that the patient experienced a loss or change of therapy in 2015. The patient's implantable neurostimulator (ins) went dead in (B)(6) 2015. The patient met with a manufacturer representative who confirmed the ins had depleted. The patient noticed when needing to urinate they would feel like also needing to have a bowel movement. When the patient did urinate, the bowel movement feeling went away. The health care provider (hcp) thought replacing the stimulator would help because the patient had nerve damage. The patient had mesh removed from their bladder in 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.